Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained using a contralateral approach via the right femoral artery. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left superficial femoral artery. Pre dilatation was performed with a 3x4mm coyote balloon and a 6x10mm epic stent was then deployed. During post dilatation, the 5.0mmx40mmx135cm sterling¿ balloon ruptured at 8 atm on the first inflation for 10 seconds. Dilatation was then performed with a 5x6mm sterling¿ balloon at 14 atm to complete the procedure. No patient complications were reported and the patient's status is good.